Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn2141 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that liquid leakage was found at the connector connection. No other information was provided.

Event description:
It was reported that liquid leakage was found at the connector connection. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak was unconfirmed since the reported issue could not be replicated during the sample analysis. One groshong 4 french single-lumen PICC was returned for investigation. The catheter was received with the stylet in the lumen. An injection cap was also returned for investigation. The stylet wire was bent at the distal end of the metal cannula. This created a bend in the coinciding area of the catheter tubing. The bend was not mentioned by the complainant, which indicates that the stylet may have been damaged while in transit to bd. A microscopic examination revealed nothing remarkable. No breaches in the catheter tubing were observed in the bent region of the stylet. A tactual investigation revealed nothing remarkable. A functional test revealed that the lumen was patent to infusion. A positive pressure within the catheter revealed no leaks in any part of the tubing or stylet connector. The taper of the stylet luer adaptor was within specification. Since the reported event could not be replicated and since no damage associated with the manufacturing process was observed on the returned sample, the complaint was unconfirmed.